Event description:
It was reported to philips that geometry was not working. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular treatment. The procedure was completed with the help of mobile system. It was reported to philips that geometry was not working. Upon troubleshooting, the hospital biomed checked the system and found that the geo ipc was defective. To resolve the issue, the philips field service engineer (fse) replaced the geo ipc, reloaded the software, and performed test exams. The defective parts were returned for analysis, for geo ipc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.